Event description:
I used super poligrip from (B)(6) 2006 until (B)(6) 2010. While I was using super poligrip begin experiencing high blood pressure, difficulty walking, trouble breathing, nausea, rash, and I lost a lot of weight. I may have had a stroke, the MRI ordered by my gp did not reveal an answer. On (B)(6) 2010, I was diagnosed with neuropathy and now require continued medical care and treatment.